Event description:
During coil emoblization within the aneurysm, difficulty was experienced to advance the coil through the microcatheter (mc). Upon withdrawal of the coil "disassembled". The next coil was advanced through the mc successfully. There was no reported patient injury.